Event description:
The x-ray system was able to produce x-rays, but the pt images were not visible.

Manufacturer narrative:
Eval - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Eval results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.